Event description:
Narrative: user facility reported air was injected into a pt during an angiographic procedure. The pt expired within 30 seconds of the injection. (B)(4).

Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist on (B)(4) 2012, for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the user facility; therefore, no analysis could be made of those items. Acist requested a copy of the cine-angiogram and additional info regarding the event. This info will be obtained during the additional on-site application training to be completed (B)(4). A follow-up report will be submitted to FDA upon completion of acist's investigation.